Manufacturer narrative:
(B)(4). Corrected data: date of report corrected to 10/17/2019. The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material was observed on the catheter body. The catheter body was intentionally severed at the 50cm mark. The severed portion was not returned by the customer. Visual analysis revealed a rupture on the catheter body approximately 5cm from the juncture hub. Both luer hubs were observed to be secured to their respective extension lines. No other defects or anomalies were observed. The distal extension line length from the luer hub to the juncture hub measured 1.625", which is close to the nominal value of 1.60" per the catheter graphic. The distal extension line outer diameter measured .094", which is within the specification limits of .093"-.097" per the distal extension line extrusion. The distal extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the distal extension line extrusion. The proximal extension line length from the luer hub to the juncture hub measured 2.125", which is close to the nominal value of 2.10" per the catheter graphic. The proximal extension line outer diameter measured .0941", which is within the specification limits of .093"-.097" per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the proximal extension line extrusion graphic. Both c atheter lumens were functionally tested. With the catheter body occluded just above the rupture, the catheter lumens were pressurized at 43.5-46.4 psi for 30 seconds using the lab inventory leak tester. No leaks were observed when functionally testing either lumen. A manual tug test confirmed that the extension lines were fully recessed and secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The customer report of a leaking extension line could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The proximal and distal extension lines met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: hub separation for luer.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: hub separation for luer.